Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and barbed suture was used. During continuous suturing on the fascia, when placing a cross stitch after the 1st stitch, the fixation tab came off the suture. Further details are not provided. There were no adverse consequences to the patient.